Event description:
The pt was implanted with a left ventricular assist device. Approx 22 months post-implant, the pt reported intermittent alarms while connected to the power module at night. No alarms occurred while the pt was connected to batteries during the day. The pt was admitted to the hospital and a review of the log file revealed intermittent decreases in pump speed, as well as pump stoppage. A decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.